Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The complaint report was reviewed by medical director who indicated that a migration occurred leaving the aneurysm unprotected which eventually caused expansion and rupture of the aneurysm. Medical director stated the control angiogram looked perfect and there should have been sufficient overlap with the devices indicated in the report. No issue relative to the endologix device. A death certificate was received and determined the death was due to dissection of the aortic aneurysm along with coronary artery disease and renal failure. The dissection of the aortic aneurysm and renal failure is known as a potential adverse event for evar.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Three attempts to obtain information related to the patient death from the physician were made; however the requests were unanswered. The device was not returned for evaluation. Renal complications are a known risk of the procedure.

Event description:
Patient implant on (B)(6) 2011 of a bifurcated device and an aortic extension. Patient reported to have previously implanted renal stents to correct renal artery stenosis. Patient also reported to have mild renal atrophy and multiple bilateral renal cysts, the largest measuring 2.7 cm at the time of implant. A (B)(6) 2011 follow up revealed aneurysm neck expansion, a secondary intervention was planned. It was reported the patient died on (B)(6) 2011 of renal failure.